Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within acceptable ranges. The ccc specialist had the customer move the testing to server 3. The customer aligned sample probe 3 and reagent arm 5 and reset the instrument. Bottom of cuvette correction passed for sample probe 3 and reagent arm 5. Service method testing was run, which was out of range. The siemens customer service engineer (cse) was dispatched to the customer site. The cse rebuilt the sample 3 pump panel (metering, flush, 3 valves, and cleaner pump) and replaced the sample 2 cleaner pump, printed circuit assembly (pca) mixer on sample 3 and the horizontal belt on reagent arm 5. The cse auto aligned and then ran alignment tests for sample 3 and reagent arm 5 probes. Quick check was run, which passed. The cse ran service method tests and adjusted bottom of cuvette correction for sample 3. Quality controls were in range. The cause of the discordant, falsely low co2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). Sample (B)(6) were repeated on the same instrument, resulting higher. Sample (B)(6) were repeated on the same and an alternate dimension vista instruments, resulting higher. The higher results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.